Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis. An x-ray examination of the lead found the inner coil was separated and possible fracture distal to the suture sleeve tie impression. Scanning electron microscope analysis was performed and confirmed that all filers of the inner coil were fractured. The cause of the reported event was isolated to the inner coil being fractured consistent with bending fatigue.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. The right ventricular lead was explanted and replaced. The patient was in stable condition.